Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
The device was later removed and replaced.

Event description:
It was reported that the patient thought that their device battery was depleting faster than expected. The device has not reached elective replacement indicator (eri) and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Comitant medical products: 5086mri52, lead, implanted: (B)(6) 2011. (B)(4).